Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-oct-07 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump was alarming on an unspecified date. The patient had gone to their healthcare provider (hcp) to have the pump shut off but about 24 hours later it started alarming again. It was noted that both the critical and non-critical alarms were heard. The sound was consistent with pump alarms. It was noted that the patient hadn't been using the pump and they had not refilled it. The patient was to follow-up with their hcp. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a health care provider (hcp) on 2019-oct-14. It was reported that they had silenced the alarms last week but they started again. The programmer alert stated "the pump has been stopped for 335h34m" and "the pump is stopped." The logs were read and they showed that a low reservoir alarm occurred on (B)(6) 2019. They stated that there was nothing in the pump. They wanted the pump turned off permanently so the pump off password was provided and the pump was successfully programmed off. No further complications were reported.